Event description:
Study event. Device malfunction: none. Symptoms/ae: myocardial infarction (mi). Time of symptoms/ae: during the carotid stent procedure in 2007. It was reported that the pt experienced some chest discomfort during the carotid stenting procedure; however, the event was not confirmed to be a myocardial infarction (mi) until 1-day post procedure, after cardiac enzymes were measured. Three days later, the pt underwent a left heart cath and subsequently had angioplasty and placement of a stent to the right coronary artery. The pt was treated with medication. The pt's EKG remained unchanged. There were no hemodynamic, arrhythmic or clinical consequences of the procedure. No add'l info available.